Event description:
Device defective. Balloon unable to deflate. Physician was able to deflate enough to remove without adverse effect to pt. Product representative, (B)(4), was called and informed of product failure.